Event description:
Initially it was reported that the distal tip of the cannula was rolled back prior to pt use. Eval w/magnification found 2 of 8 "smpls" w/small piece missing from the tip & gouges in distal end of stylet notch consistent w/cannula tip. Damage consistent w/dryfiring (addressed in IFU). During mfg process needles are 100% inspected (tactile & visual w/magnification).